Manufacturer narrative:
(B)(4). Clarification from the customer states they are unable to attach the device to the wall outlet. The device involved has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges "the connector of the connection tube no longer fits to the wall connections." The customer submitted photos for review with the complaint. Alleged issue reported as occurred during use. There was no report of patient complication or necessary medical intervention. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The components were visually inspected and no defects or anomalies were observed. The reported complaint that the connector of the connection tube no longer fits to the wall connections was confirmed by manufacturing. During the document review, it was noted that the design of the universal connector was changed, which does not fit the customer's wall connector. The root cause of the universal connector not connecting to the customer's wall connection is that the new universal connector part does not fit the customer's wall connector and that the previous connector will be switched back once the stock is available which is estimated to be the end of february 2018.

Event description:
Customer complaint alleges "the connector of the connection tube no longer fits to the wall connections." The customer submitted photos for review with the complaint. Alleged issue reported as occurred during use. There was no report of patient complication or necessary medical intervention. Patient condition reported as "fine."